Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported "any creases" and "deflated prior to surgery." Device has been explanted and was not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, crease/folding of implant, anxiety-product/procedure.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported "any creases" and "deflated prior to surgery." Device has been explanted and was not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. ¿ crease/folding of implant : observed crease fold on the device. ¿ deflation : observed one opening on the radius side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ no additional observation.